Manufacturer narrative:
(B)(4). A needle that broke at the attachment end was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle.

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2014 and suture was used. When making the third passage through the patient¿s derma, the needle broke suddenly and the tip of the broken piece was stuck in the patient¿s skin. The needle piece was retrieved and the procedure was completed successfully. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.